Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, the customer removed and returned the suspect analog board. The customer's report was attributed to the analog board. The customer received a replacement analog board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.